Manufacturer narrative:
Device analysis results: a visual and microscopic analysis was performed which identified a puncture opening, striated opening, non-penetrating nicks, and flat creases. Base on the device analysis the final assessment is: a striated puncture due to surgical damage like consist in the use of some surgical tool. A striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Physician reported that "during operation pouch was opened and while trying to place the prosthesis it was observed that implant was ruptured." It is unknown if surgery was completed with a back-up device.

Manufacturer narrative:
The reason for reoperation is not applicable as the device was not implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported that "during operation pouch was opened and while trying to place the prosthesis it was observed that implant was ruptured." It is unknown if surgery was completed with a back-up device.